Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with closurefast catheter, 7f, 60 cm. The customer states the pt's gsv was treated with the closurefast catheter. The catheter was inserted into the pt; however, the dr couldn't get the catheter to reach the temp to seal the vein. The dr applied compression to the leg; however the catheter would not reach the target temp. The dr then attempted to remove the catheter, but it was stuck in the vein. When the dr pulled the catheter out, he noticed that catheter tip was broken and frayed (unraveled). The dr discovered that a piece of the catheter tip was left in the pt. Dr was unable to remove the piece of catheter from the pt due to the location. Customer then opened another catheter and inserted the brand new catheter in a secondary access point and sealed the vein. The dr will continue to monitor this pt for any irregularities and infection.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.